Manufacturer narrative:
Results: the third penumbra coil 400 coil (pc400 coil) had the pet lock intact on the proximal end of the pusher assembly. Two introducer sheaths were loaded onto the pusher assembly. The pusher assembly was kinked approximately 75.0, 105.0, and 121.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusions: evaluation of all three pc400 coils revealed kinks along their respective pusher assemblies, and a fractured pusher assembly in the first pc400 coil. These types of damage typically occur due to improper handling during preparation or use. If the pusher assembly is manipulated forcefully against resistance, damage such as this may occur. The kinks noted in these pusher assemblies may have contributed to the resistance experienced by the physician during advancement of the pc400 coils. In addition, the first pc400 coil's introducer sheath was kinked in two locations. This type of damage typically occurs due to improper handling during preparation or use. If the pc400 coil is manipulated forcefully against resistance during advancement or withdrawal in a microcatheter or rotating hemostasis valve (rhv), damage such as this may occur. If the introducer sheath is kinked, it will likely contribute to resistance when attempting to advance the pc400 coil into the microcatheter. Further evaluation of the third pc400 coil revealed two introducer sheaths were loaded onto the pusher assembly. The pc400 coil is designed to be used with one introducer sheath; using more than one may cause difficulty advancing the coil into a microcatheter. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the complaint cannot be definitively determined. Pc400 coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01093; 3005168196-2015-01094.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using penumbra coil 400 coils (pc400 coils). The target vessel was accessed via the left femoral artery using another manufacturer's catheter. During the procedure, the physician successfully delivered two pc400 coils into the aneurysm. However, while advancing a third pc400 coil through the microcatheter, the physician met resistance and the pc400 coil was removed. During an attempt to advance a fourth pc400 coil through the microcatheter, the physician met resistance approximately 30 cm from the proximal end of the catheter and the pc400 coil was removed. The physician repositioned the microcatheter and attempted to advance the same pc400 coil; however, resistance was met at the same location (30 cm from the proximal end of the catheter) and the pc400 coil was removed. The physician then attempted to advance a fifth pc400 coil through the microcatheter but the pc400 coil became stuck and was removed. The procedure continued using another manufacturer's coils. However, the physician was unable to advance the other manufacturer's coil through the microcatheter and used a new coil from the same manufacturer to complete the procedure. There was no report of an adverse effect to the patient.